Event description:
It was reported that the ventilator delivered higher o2 concentration than the set value during simulated ventilation using a test lung. There was no patient involvement. Manufacturer's reference #: (B)(4).